Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned. Medical records were provided and reviewed. After two months of deployment, an xr-abdomen was revealed that the tip of the filter in an upward position and protruding legs in a downward position, in other words a correct position. Approximately after three years, the patient presented with abdominal pain. The filter was possibly extracted. A computed tomography abdomen scan revealed remaining part of the vena cava filter located to the right of cava, ventrally to the psoas epimysium, dorsal to ureter and one end against the area between arteriae iliaca communis dextra and vena iliaca communis dextra. Eventually, after nine years, patient presented with lower back pain, especially on the right side of lumbar spine. Computed tomography images revealed foreign object ventral to psoas. A comparison with previous CT images revealed a reaction around the foreign object on the psoas muscle. Subsequently, after one year, a CT abdomen pelvis revealed unchanged position of needle shaped structure 3 cm in length located ventral to the right psoas at l4/l5 spine level. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for retrieval difficulties and perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient filter was placed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts detached and perforated in to the wall of ivc. The device was removed percutaneously. It was further reported that the patient underwent one failed filter removal procedure. Subsequently, the patient underwent a second, partially successful filter removal procedure, due to the remnant fractured filter strut left in the body. The 2.4 cm fractured strut piece is located to the right of the vena cava, ventrally to the right psoas at the l4/l5 spine level. The patient reportedly experienced pain in fossa iliaca dextra, right leg and groin ligament; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged limb detachment, perforation of the ivc and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts detached and perforated in to the wall of ivc. The device was removed percutaneously. It was further reported that the patient underwent one failed filter removal procedure. Subsequently, the patient underwent a second, partially successful filter removal procedure, due to the remnant fractured filter strut left in the body. The 2.4 cm fractured strut piece is located to the right of the vena cava, ventrally to the right psoas at the l4/l5 spine level. The patient reportedly experienced pain in fossa iliaca dextra, right leg and groin ligament; however, the current status of the patient is unknown."